Event description:
The caller reported that a home pt could not advance the catheter and that the pt was re-intubated with a spare 3.0ped and suction catheter. The caller also reported that the used 3.0ped tube was not saved for return.

Manufacturer narrative:
The tube was discarded and therefore not available for failure investigation. The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. A manufacturing CAPA is addressing the failure mode. A device alert for the shiley 3.0ped cuffless pediatric tracheostomy tube was sent to customers january 14, 2009. A device alert was sent to the FDA district office on january 15, 2009 regarding the shiley 3.0ped cuffless pediatric tracheostomy tube and the device alert sent to customers.